Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was leaking oil. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that during service and evaluation of the motor device, it was determined that the device had a hole in the hose near the muffler, the red indication line was missing, and there was some oil accumulation where the motor housing meets the swivel. It was further determined that the device failed pretest for hose verification, muffler tube verification, and oil leak. It was noted in the service order that the device had a hole in the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.